Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 102 mg/dl. The customer reported that they had stuck button. The troubleshooting was performed and was advised to remove battery from pump and replace with a recommended new or fully charged aa battery. Customer stated that the buttons were responding now. It was reported they had received hardware low level failure alarm during self test. The customer was advised to monitor the pump. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.